Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did the bipolar energy cable to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint "poor connection, burned in connection". The bipolar cautery cable was found to have thermal damage at the distal connector. The black part of the connector seems to have been melted. The insulation of the cautery cable was not damaged. The accessory passed the electrical continuity test. The cautery cable was tested on our in-house system and was functional bipolar energy was delivered. Intuitive followed up and obtained additional information. The customer informed the procedure was a proctectomy procedure. The issue was resolved by replacing the cord. The procedure was completed with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the bipolar energy cable had a poor connection and showed signs of burning at the connection site. There was no report of patient involvement.